Event description:
The customer reported that the suction valve was stuck on an evis lucera ultrasound gastrovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material in the forceps elevator. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (suction valve stuck) was not confirmed. In addition to the foreign material in the forceps elevator, additional evaluation findings were as follows: due to damage on the acoustic lens and a scratch on switch 1, there was water leakage, the bending angle in the up direction and the play of the up/down knob did not meet the standard value, due to deformation of the suction cylinder, the suction valve could not be detached, the image guide protector was scratched, the pain on the air/water cylinder was peeled, the objective lens had a crack, the connecting tube had a scratch, and the acoustic lens was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.